Event description:
A patient reported experiencing inaccurrate erratic results with a one touch profile meter . The patient's blood glucose results were 299mg/dl, 306mg/dl, 189mg/dl. Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported. Note: customer using same fingerstick for tests.